Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the distal catheter was placed as part of a shunt procedure on (B)(6) 2017. According to the report, the doctor had to go back in later that day to replace the catheter as it had broken. Reportedly, the patient was unaffected by the issue.